Event description:
During operation of #2 arm on da vinci patient cart while in surgery, vessel sealer which was attached to this arm couldn't be manipulated out. Led light on instrument button was yellow, error message on screen says "arm unable to move, remove instrument to continue". Called customer service for assistance, was advised to remove entire arm and cannula, with the vessel sealer attached, out of the patient incision. Followed advice, was able to remove device with the trocar while applying force. Noted circular part of vessel sealer near tip to be broken. Redocked arm with no further incidence. No harm to patient. Manufacturer response for vessel sealer, endowrist one (per site reporter): despite reporting a number of these devices, we have never received a response re these events in this risk office.